Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was a retraction issue - delay or no retraction. The following information was provided by the initial reporter. The customer stated: "the device does not activate; the retracting button is sticking."

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples from the customer in support of this complaint. Therefore, 30 retention samples were subjected to functional testing and there were no issues relating to difficult/ unable to operate as all samples passed testing exhibiting obtainable flash. As no customer photos or samples were received the scope of this investigation is limited. Bd is unable to confirm the customer¿s reported failure mode of unable to activate based on retain sample analysis results. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was a retraction issue - delay or no retraction. The following information was provided by the initial reporter. The customer stated: "the device does not activate; the retracting button is sticking."